Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, current test basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed the date/time and with multiple bolus wizard deliveries and monitored. All bolus delivered completely with their indicated amount and were properly recorded in the bolus history screen with the correct time and date setting noted. No reset alarm anomaly and no reprogram alarm anomaly noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she had woken up with the insulin pump alarming and displaying a black with numbers on the screen. As is she had changed the battery on the device, the device had alarmed reset alarm and reverted to the factory settings. Troubleshooting was performed. Customer stated the alarm did not occur within 3 minutes of an unsuccessful write setting attempt using the device software. Alarm history determined the device did alarm reset and then check settings. The insulin pump is returning the device for analysis.